Event description:
On (B)(6) 2012, the patient's mother contacted animas to report erratic blood glucose (bg) excursion. The reporter stated the patient's bg had been ranging from 50mg/dl to over 600mg/dl for approximately one month. At the time of the call the patient's mother informed customer support that the patient was taken to the ER on (B)(6) 2012 in response to symptoms of nausea, headache, severe thirst and frequent urination. The patient was reportedly placed on an insulin drip and treated with IV fluids for dehydration. It is not known what the patient's bg level was at the time he arrived to the ER. It was noted that the pump was not discontinued nor was site changed. The reporter denied that the patient had any severe hypoglycemic episodes. She stated the patient would treat the low bg's with juice or food and would treat the high elevations with boluses and injections. The reporter stated that even with the injections the patient's bg was not coming down to his normal range (120 mg/dl). At the time of troubleshooting, customer support noted that the pump was set to the correct date and time and all advanced settings were programmed as desired. It was noted that the reporter was unable to give information regarding the site; however, confirmed the patient had changed out site several times in between normal site/set changes. Prior to the ER visit, the patient had replaced site/set 2 day earlier. Review of pump's bolus history revealed cancelled boluses on different days. It was noted that when the patient would get a cancelled bolus, the patient did not review the history and complete it. At the time of the call, the reporter also mentioned that the patient may be going through puberty as he had a growth spurt. Customer support noted that part of the issue with the erratic bg may have been as a result of stacking insulin since patient was also bolusing using pen. After reviewing the pump, customer support informed the reporter that the pump appeared to be delivering correctly and there was no malfunction of the device. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp while on insulin pump therapy. In addition to diabetes management, the patient's alleged hyperglycemia can also be attributed to use error with the subject device since review of the pump revealed several canceled boluses of which the patient did not complete.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.